Event description:
Pt's bed was noted to be wet. On inspection, the hyperalimentation filter was cracked, and hyperalimentation had infused into the bed instead of into the infant. The line was occluded with blood and would not be cleared. The infant lost the central line that had been placed only 2 days prior. New line was inserted.